Event description:
It was reported that pt was being transfered from bed to chair when caregiver attempted to open legs of lifter. Allegedly, the lifter began to tip. The caregiver held the lifter up with left hand while pushing pt onto bed with shoulder. Pt was not injured, caregiver suffered back and neck injuries.